Manufacturer narrative:
Submitted a follow up report to correct section h1 which was originally submitted incorrectly as summary report.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Symptomatic patient was tested in the emergency department on (B)(6) 2021. A nasal swab sample was collected and tested on abbott ID now that produced a result of sars-cov2 positive. Another nasopharyngeal swab sample was collected and tested on xpert xpress sars-cov2/flu/rsv that produced a result of sars-cov2 negative. Another nasopharyngeal swab sample was collected and tested at a reference lab (institution information not provided by customer) with a pcr nucleic acid amplification test (unknown platform) that produced a result of sars-cov-2 positive. This patient was then admitted to the ICU for covid. On (B)(6) 2021 two additional nasopharyngeal swab samples were collected and one tested on xpert xpress sars-cov2/flu/rsv and the second one at a reference lab with a pcr nucleic acid amplification test (unknown platform). Both of these results were sars-cov-2 negative. The complaint investigation included analysis of production records, communication/interviews with the customer, and trend analysis. Review of the customer provided data performed by cepheid's patient safety board noted that the curve for the xpert xpress sars-cov2/flu/rsv sars-cov2 negative result produced on (B)(6) 2021 looked normal. This curve is representative of a low titer sample that generates a negative result and the sample processing control (spc) was normal indicating no signs of inhibition. The cause of the (B)(6) 2021 xpert xpress sars-cov2/flu/rsv sars-cov2 negative taken from the symptomatic patient could be collection quality of the nasopharyngeal sample taken or possible specimen mix up cannot be ruled out. The patient safety board consult also discussed with the laboratory technician the use of positive and negative quality control data as a trouble shooting method to identify potential product malfunction issues and/or use errors that could suppress signal in the pcr test. Upon the joint review (cepheid psb and laboratory technician) of the xpert xpress sars-cov2/flu/rsv qc data, no atypical trends were identified, and the product was performing as expected. When reviewing the results collected on (B)(6) 2021, cepheid's patient safety board noted that the results sars-cov2 negative on both the cepheid and reference lab tests could be that the patient had a reduced viral load than when first admitted to the hospital and that the target could be near the tests' limit of detection. The investigation performed did not identify any product issue. Cepheid's patient safety board consult noted that there was no impact from the cepheid test result and no harm to the patient occurred. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note: device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Symptomatic patient was tested in the emergency department on (B)(6) 2021. A nasal swab sample was collected and tested on abbott ID now that produced a result of sars-cov2 positive. Another nasopharyngeal swab sample was collected and tested on xpert xpress sars-cov2/flu/rsv that produced a result of sars-cov2 negative. Another nasopharyngeal swab sample was collected and tested at a reference lab (institution information not provided by customer) with a pcr nucleic acid amplification test (unknown platform) that produced a result of sars-cov-2 positive. This patient was then admitted to the ICU for covid. On (B)(6) 2021 two additional nasopharyngeal swab samples were collected and one tested on xpert xpress sars-cov2/flu/rsv and the second one at a reference lab with a pcr nucleic acid amplification test (unknown platform). Both of these results were sars-cov-2 negative. Cepheid's patient safety board confirmed that there was no impact from the cepheid test result and no harm to the patient occurred.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Symptomatic patient was tested in the emergency department on (B)(6) 2021. A nasal swab sample was collected and tested on abbott ID now that produced a result of sars-cov2 positive. Another nasopharyngeal swab sample was collected and tested on xpert xpress sars-cov2/flu/rsv that produced a result of sars-cov2 negative. Another nasopharyngeal swab sample was collected and tested at a reference lab (institution information not provided by customer) with a pcr nucleic acid amplification test (unknown platform) that produced a result of sars-cov-2 positive. This patient was then admitted to the ICU for covid. On (B)(6) 2021 two additional nasopharyngeal swab samples were collected and one tested on xpert xpress sars-cov2/flu/rsv and the second one at a reference lab with a pcr nucleic acid amplification test (unknown platform). Both of these results were sars-cov-2 negative. Cepheid's patient safety board confirmed that there was no impact from the cepheid test result and no harm to the patient occurred.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Symptomatic patient was tested in the emergency department on (B)(6) 2021. A nasal swab sample was collected and tested on abbott ID now that produced a result of sars-cov2 positive. Another nasopharyngeal swab sample was collected and tested on xpert xpress sars-cov2/flu/rsv that produced a result of sars-cov2 negative. Another nasopharyngeal swab sample was collected and tested at a reference lab (institution information not provided by customer) with a pcr nucleic acid amplification test (unknown platform) that produced a result of sars-cov-2 positive. This patient was then admitted to the ICU for covid. On (B)(6) 2021 two additional nasopharyngeal swab samples were collected and one tested on xpert xpress sars-cov2/flu/rsv and the second one at a reference lab with a pcr nucleic acid amplification test (unknown platform). Both of these results were sars-cov-2 negative. The complaint investigation included analysis of production records, communication/interviews with the customer, and trend analysis. Review of the customer provided data performed by cepheid's patient safety board noted that the curve for the xpert xpress sars-cov2/flu/rsv sars-cov2 negative result produced on (B)(6) 2021 looked normal. This curve is representative of a low titer sample that generates a negative result and the sample processing control (spc) was normal indicating no signs of inhibition. The cause of the (B)(6) 2021 xpert xpress sars-cov2/flu/rsv sars-cov2 negative taken from the symptomatic patient could be collection quality of the nasopharyngeal sample taken or possible specimen mix up cannot be ruled out . The patient safety board consult also discussed with the laboratory technician the use of positive and negative quality control data as a trouble shooting method to identify potential product malfunction issues and/or use errors that could suppress signal in the pcr test. Upon the joint review (cepheid psb and laboratory technician) of the xpert xpress sars-cov2/flu/rsv qc data, no atypical trends were identified, and the product was performing as expected. When reviewing the results collected on (B)(6) 2021, cepheid's patient safety board noted that the results sars-cov2 negative on both the cepheid and reference lab tests could be that the patient had a reduced viral load than when first admitted to the hospital and that the target could be near the tests' limit of detection. The investigation performed did not identify any product issue. Cepheid's patient safety board consult noted that there was no impact from the cepheid test result and no harm to the patient occurred. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information.". Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid. Submitted a follow up report to correct section h1 which was originally submitted incorrectly as summary report.